Event description:
It was reported that the pump ran hot during operation. Reporter stated that the incident occurred in the operating room, and that new batteries had been installed prior to powering on. Reporter stated that upon activation, the pump emitted a loud noise and quicky became hot to touch. Per reporter, the pump was immediately switched off and it was found that the casings of two batteries had partially melted. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was not able to duplicate the reported issue. The pump tested normally. No action was taken.